Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 23-48 (mg/dl). Juice, fruits, and bars were consumed to address the bg level. The customer reported that pump registered two bolus requests of 15 units; however, the customer denied having requested the boluses. Review of the pump data logs by tandem technical support verified that the customer programmed and delivered the 15 unit bolus requests. The customer did not respond to tandem technical support's attempts to relay the information obtained.